Manufacturer narrative:
The customer reported of communication loss at the central nursing station (cns) for the telemetry devices, customer stated that all of the hospital's telemetry devices entered into a communication loss at the same time and would clear at the same time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of communication loss at the central nursing station (cns) for the telemetry devices, customer stated that all of the hospital's telemetry devices entered into a communication loss at the same time and would clear at the same time. No patient harm was reported.